Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown but thought to be related to the patient undergoing an unspecified surgical procedure for an unknown indication; however this could not be medically confirmed. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with injection gentamycin and injection vancomycin (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient had recovered from the peritonitis. The action taken with pd therapy was not reported. No additional information is available.